Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the side positioning handle of the light head was broken on both sides. Maquet determined that the device failed to meet its specification due to a mechanical shock with another device. Additionally, the device was directly involved with the reported incident and was being used for treatment of the patient when the event occurred. The powerled series operating manual indicates that the users should "check the light head for chipped paint, impact marks and any other damage" on a daily basis.

Event description:
The customer reported that, during a surgery, the side positionning handle of the light head was broken. No injuries were reported. (B)(4).